Manufacturer narrative:
Based on technician statement, the servo-I ventilator was installed on pendant/bed holder for servo-u ventilators. The solution for the issue was mounting the servo-I correctly on the holder for servo-I. The device was delivered to the user in working condition. The cause of the issue has been traced back to the incorrect usage of the device, however it is unknown why the user decided to install the device incorrectly, hence the root cause was not determined. A correction of fields # d1 brand name, # d4 version or model # and #h6 health effect ¿ impact codes was required. D1 ¿ brand name: previous brand name: servo-I corrected brand name: servo-I base unit d4 ¿ version or model #: previous version or model #: servo-I. Corrected version or model #: 6487800. #h6 health effect ¿ impact codes: previous health effect ¿ impact codes: no health consequences or impact///2199. Corrected health effect ¿ impact codes: no patient involvement///2645. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was incorrectly mounted. There was no patient harm. Manufacturer's ref. #: (B)(4).